Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. During support, the "purge pressure low", "aic failure", and "air in purge system" alarms suddenly appeared. Air was bled using the automated impella controller (aic), but the alarms could not be cleared. The same alarms occurred even after the purge housing was replaced. The aic was replaced, and the unit operated without any problems after the replacement. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The pi was completed with the physical product was returned. The root cause of the purge pressure low, controller failure, and air in purge alarms was a purge pressure sensor malfunction. Unrelated to this complaint, the root cause of the low snr was an optical pressure measuring unit malfunction.